Manufacturer narrative:
(B)(4). Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: no known impact or consequence to patient. Loss of or failure to bond. Actual device evaluated. Wear problem. Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017 and inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: insertion tube perforation at stage 1. Customer complaint not duplicated. Failed wet leak test. Leak at insertion tube stage 1. Failed dry leak test. Elevator body sticking. Hole in # 2 remote control button cover. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Primary operation channel resistance. Distal cap missing silicone. The scope's repairs include the distal case/cap, which was replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on (B)(6) 2017. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Operation channel. Adjusting collar. Angle wire. Bending rubber. Segment attaching screw. Insertion flexible tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Remote control button(1). Distal case/cap.